Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling around the objective lens was a defective caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending section cover adhesive was chipped. Also, evaluation found the insertion pipe was dirty, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe, switch #1 was discolored, the video connector case was cracked, and multiple parts of the scope were cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end adhesive of the endoeye flex deflectable videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to the peeled adhesive found during evaluation.